Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger was stuck in cutting mode, causing the blade to osculate without the trigger being manually pressed. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that trigger was stuck in cutting mode, causing the blade to osculate without the trigger being manually pressed. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k09zq and 24 devices accepted into final stock on 08/14/2017. Review of qt17-08-0046 revealed that the non conformance is not related to failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030717, shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Trigger was stuck in cutting mode, causing the blade to osculate without the trigger being manually pressed. Tka case.